Event description:
It was reported by the patient that when they got into their car with their previous implantable pulse generator (ipg), they felt short of breath and had tachycardia. The patient's device was unable to be interrogated and was at "replace pacer" status. The device was explanted and replaced. No further patient complications have been reported as a result of this event.